Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl meniscus repair the first implant deployed but did not stay implanted and came back out. It was replaced and the case was continued. Then when the ar-4020c-10 screw was implanted it broke on insertion. All was retrieved and it was replaced with an ar-4030c-10 and the case was completed with no further issues. The patient is fine to date.